Event description:
A report was received that the patient had an epidural hematoma during the lead pull procedure. The patient was sent to the emergency room and in the intensive care unit. The patient had a decompression of the hematoma and was reportedly doing well.